Event description:
A report of charging and communication difficulties was received. Physician decided to replace the precision implantable pulse generator (ipg). The patient's pocket was moved to a different position and a new ipg was implanted. Patient is doing well after surgery.